Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer uploaded her pump to carelink pro and they did not see all the boluses that they had given. Customer stated that she had a low blood glucose event that involved a hospitalization. Customer's blood glucose was 8 mg/dl at the time of the incident. Customer's current blood glucose is 143 mg/dl. Customer stated that the incident occurred 2 months ago. Customer stated that she was admitted on (B)(6) 2015 and she was sleeping when her mother found her convulsing. Customer's mother called the paramedics. Customer stated that she found that the time was wrong on the insulin pump. Customer reported that the time was in am instead of pm. Customer gave herself a bolus during troubleshooting. Customer was advised to make sure to check the bolus history right away to make sure that she got the bolus.